Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/18/2020. H.6. Investigation: one used sample from lot 1906237 was returned to our quality team for investigation. The product was visually inspected, no damage or other defects were observed on the syringe or other components that could have contributed to the reported leakage. As the sample was used, leakage testing could not be performed. Ten retained samples of lot 2001252 and 1906237 were used to perform leakage testing. The product was visually inspected, no defects or damage was noted, the stoppers were properly assembled onto the plunger, and no leakages were identified. A device history review was performed for the reported lot 2001252 and 1906237, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd 10ml syringe luer-lok¿ tips experienced leakage past the stopper during use. The following information was provided by the initial reporter: different lot numbers are affected with the same problem, liquid leaks through the plunger towards the back of the syringe.

Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that an unspecified number of bd plastipak¿ concentric luer lock syringe experienced leakage past the stopper during use. The following information was provided by the initial reporter: different lot numbers are affected with the same problem, liquid leaks through the plunger towards the back of the syringe. D.1. Medical device brand name: bd plastipak¿ concentric luer lock syringe. D.3. Medical device manufacturer: becton dickinson, s.a. (San agustin). D.4. Medical device catalog #: 300865. D.4. Unique identifier (UDI) #: 00382903008650 g.1. Manufacturing location: becton dickinson, s.a. (San agustin) g.5. PMA / 510(k)#: na. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2001252, d.4. Medical device expiration date: 12/31/2024, h.4. Device manufacture date: 1/13/2020. D.4. Medical device lot #: 1906237, d.4. Medical device expiration date: 5/31/2024, h.4. Device manufacture date: 6/24/2019.

Event description:
It was reported that an unspecified number of bd plastipak¿ concentric luer lock syringe experienced leakage past the stopper during use. The following information was provided by the initial reporter: different lot numbers are affected with the same problem, liquid leaks through the plunger towards the back of the syringe.

Manufacturer narrative:
Medical device lot #: two invalid lot #s were provided: 2001252 & 1906237. Device expiration date: unknown. Initial reporter phone #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of bd 10 ml syringe luer-lok¿ tips experienced leakage past the stopper during use. The following information was provided by the initial reporter: different lot numbers are affected with the same problem, liquid leaks through the plunger towards the back of the syringe.